Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive a transmitter failed error. Report was submitted in error. Please disregard all information in MFR 3004753838-2018-153521 as this will not be reportable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.